Event description:
The customer complained that all of the device warning icon's are displayed and the device does not turn on. There was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a shorted capacitor, c177, on the analog circuit board assembly.